Event description:
Heads no longer stay securely attached to undamaged oral-b toothbrush and then just come loose - oral-b [device connection issue]. Case narrative: a relative reported via e-mail that the oral-b toothbrush heads no longer stayed securely attached to their families undamaged oral-b toothbrushs and came loose several times during their brushing process. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.